Event description:
The doctor reports that the dental implant and abutment located in position number #36 failed because they fractured. The implant fractured at the head and the abutment fractured at the body. The doctor reports that the procedure was not concluded by placing another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsv4h11, (imp, tsv, 4.1mm, dual sel, ha) and one (1) hla3/5 (abut hex-lock 3.5mm imp 5 .5 flare ) for evaluation. Visual evaluation was performed, there was signs of use. Bone debris on external threads. The implants collar was fractured. The abutment was enclosed in a crown. However, no damage was identified to the abutment hex. The abutment¿s retaining screw was fractured, the fractured part of the screw was returned. This complaint refers to the tsv4h11. Device history record (DHR) review was completed for the subject lot number: 63387177. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number: 63387177 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the material selection of implant inadequate (unable to withstand occlusal forces or long term loading). Therefore, based on the available information, a device malfunction did occur. The implants collar was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.